Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 18 mg/dl. The customer stated that her last infusion set change was three days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. During the high pressure test, the insulin pump alarmed motor error several times. Advised that the insulin pump would be replaced. The customer also mentioned that she is taking several different medications that may have contributed to low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.